Event description:
Customer reported that the insulin pump was not properly delivering insulin. Customer reported having a blood glucose level of 403 mg/dl, bolusing, then going up to 530 mg/dl, bolusing again, and going up to 540 mg/dl. Customer reported then manually injecting insulin and going down to a blood glucose level of 460 mg/dl, taking another insulin shot, and finally getting to a blood glucose level of 180 mg/dl. Customer stated that she tried to use the insulin pump once again and ended up with a blood glucose level of 335 mg/dl at the time of the call because the pump was not delivering insulin. Customer stated that she changed the insulin pump's battery and changed the insertion site, but she never received an alarm alerting her that insulin was not being delivered. No further information was delivered.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioning properly. Unit received with minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip. (B)(4).